Event description:
Approximately two months after the patient had a three-level anterior cervical plate placed (70mm plate), the patient complained of increased arm pain. A CT was completed which showed that one of the 14mm screws had backed out of the plate. No surgery date has been scheduled to remove the screw as of this date.